Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia ablation and the patient experienced arrhythmia that required cardioversion. First, it was reported that during a procedure, the carto 3 system froze. While parallel mapping two maps, one with lat hybrid, and the other using legacy activation mapping, the patient went into another arrhythmia, and the medical staff had to perform a cardioversion. A third premature ventricular contraction (pvc) appeared. They took the new pattern and created a new map. While assigning the pattern to the new map, the system froze. Everything was running in the background; they could see the catheter moving but it was lagging. They were able to move the mouse but unable to click on anything. They waited about one to two minutes and attempted to reload the carto 3 system application via the hotkeys. A message regarding recording error files appeared, after about three minutes, they clicked on the "x" to stop that process, per the physician's request. The application appeared to be attempting to reload but stayed on the grey carto system screen. About four minutes later, per the physician's request, the workstation was manually turned off. The system rebooted error free, and they were able to continue the study without any further issues. They were using a default template and there was no data loss, other than matrix. There were no unusual errors other than, no map catheter connected. There was a total delay time of about 16 minutes due to troubleshooting. There was no indication that the issue was about to occur during the procedure. The physician believed it was related to upgrade of the system.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-oct-2024, additional information was received indicating that the arrhythmia the patient had that required cardioversion was vt (ventricular tachycardia) / vf (ventricular fibrillation). The arrhythmia was a pre-existing arrhythmia. The physician does not believe the arrhythmia was related to carto. No ablation was performed prior to the arrhythmia. As such, this event will no longer be considered a MDR reportable event against the carto 3 system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).